Event description:
A report was received that the recently implanted patient was experiencing pain at the pocket site. The physician noted that the ipg was bulging and sitting horizontally in the pocket, putting pressure on the incision. The patient underwent a pocket revision and the physician repositioned and sutured the ipg back in place. The patient is reportedly doing well.